Event description:
Procedure type: j-pouch. According to the reporter: the stapler did not cut the anastomosis after firing. Instrument was stuck and was removed by force tearing tissue. Leakage resulted from the forceful removal of the instrument and a stoma was set up. Surgery time was extended by more than thirty minutes as a result. No blood loss was reported.